Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed button error. The customer's most recent blood glucose was 220 mg/dl. She stated that she went to pull the device out of a bag pocket and found it unresponsive when she was about to bolus for a snack. She noted that the insulin pump had been exposed to very slight moisture, as she was at the beach. She stated that she had had the insulin pump on her swimsuit after she had come out of the ocean. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm. No button response due to flattened act keypad dome. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.